Event description:
The customer states that their welch allyn propaq cs monitor was turning off during patient monitoring. No audible or visual alarms appeared prior to shutdown. The customer states that nothing happened to the patient as result of this event. The customer did not provide any patient information.

Manufacturer narrative:
The customer has indicated that they will not be sending the device back and have ordered a replacement battery from a third party provider. Preliminary information from the customer is that the replacement battery fixed their issue. If we obtain further information from the customer we will provide it in a supplemental MDR.